Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited increased threshold measurements one month post implant. A lead dislodgement/micro-dislodgement was suspected, however, could not be confirmed with x-ray imaging as the lead position appeared to be very similar to original implant. A revision procedure was performed. The lead was successfully repositioned, however, while suturing the lead to the facia, a nick was observed in the lead insulation near the proximal end. Testing of the lead was noted to be acceptable aside from intermittent low pacing impedance measurements near 280 ohms. The physician opted to explant and replace the lead. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post-market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual observation noted the presence of set screw marks on the lead terminal pin, the stylet was returned inside of the lead, dried blood/body fluid was noted in the lumen and a cut was noted in the insulation 78 millimeters (mm) from the terminal pin. Resistance testing was completed to assess lead electrical performance. Measurements throughout the tests were within normal limits. A pressure test of the inner and outer insulation was not performed due to the cut in the insulation. The lead also passed the guidewire test. Laboratory analysis did not confirm the reported observations, however, did confirm the reported cut in the lead insulation.